Event description:
It was reported the device exhibited an intermittent 'cassette re-attachment/cassette not attached' alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. A review of the event history log confirmed the reported problem. Functional testing was able to duplicate the issue. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.